Event description:
The manufacturer representative reported that the device had a bent foot while it was being demonstrated at the user facility. There were no adverse consequences related to this event.